Manufacturer narrative:
This event happened at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient underwent a heartmate ii to heartmate 3 pump exchange due to pump thrombosis. The pump would not be returned, as the hospital opened the pump for in house investigation. The patient was in stable condition without any issues following the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of pump thrombosis could not be confirmed though this evaluation as the device was not returned and no photographs of the explanted pump were provided by the account. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.